Event description:
It was reported that this left ventricular (lv) lead potentially exhibited loss of capture (loc) or fusion beats. Technical services (ts) could not confirm one or the either. Ts recommended the health care professional (hcp) to evaluate in the clinic. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).